Manufacturer narrative:
G4:11feb2021. H11:g5:k102985. H10. The power management board (assy,pcb,pwr mgmt,v680) was received for analysis. Visual inspection revealed speaker connector j8 is bent. Solder fillet appears intact. A failure investigation (fi) technician installed the power management board into a fi ventilator to duplicate the reported issue. During the unit testing the power management board was installed in the fi test ventilator powered on and checked for correct voltages at 3.3, 5, 12 and 35 volt supplies. The returned power management board was tested the customer complaint was verified. Root cause is physical damage to connector j8. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02nov2020.

Event description:
It was reported to philips that the top cover was cracked and the speaker assembly on the power management (pm) pcb was damaged. A good faith effort was made and the customer stated the device had a primary alarm failure while in use. The device was in use at the time of the event. The staff replaced the ventilator with another v60 and there was no report of patient harm and no other medical intervention was required. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer requested part information for a replacement top cover and pm pcb. The rse provided the customer with the requested part information to order and replace onsite by the customer. A good faith effort was made and the customer stated the power management board was replaced to resolve the issue. The device passed all testing and returned to full functionality.